Manufacturer narrative:
Corrosion was noted within the internal components of the device. The device was repaired and return to circulation.

Event description:
The loaner core impaction drill was sent for eval because, white smoke was coming out of the connection between the cord and the handpiece during a procedure. No adverse event was associated with the device. Another device was used to complete the procedure.